Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter denied damage to the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-jun-2019 with the following findings: on investigation, the battery compartment was found to be cracked with moisture ingress at the site of the crack. Evidence of moisture corrosion was in the battery compartment and inside the pump on the motor flex connector and the audio tone module. Unrelated to the original complaint, the display screen was noted to be dim/discolored.